Event description:
Customer had taken her blood glucose test on her contour meter and states the reading was "normal." She then went to the doctor's office for a test and reading was 111mg/dl. Driving home, she became disoriented and an ambulance arrived because she could not get out of the car. Her blood glucose was taken and result was 27 mg/dl. There was no data to allege there was a product problem. No further info obtained. No product replaced and nothing to be returned for eval.